Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. The replacement of the turbine solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine generates compressed air and delivers air to the inspiratory gas. In provided device's logs occurrence of monitor pressure transducer test could be seen. Our conclusion is that the replaced part was the cause of the failure. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. The root cause to the reported issue has been determined as manufacturing - supplier - assembly.

Event description:
Manufacturer's ref. #: (B)(4).